Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen flashed with up arrow and down arrow button presses. The reporter was an animas representative and the pump was a demo device not being used on patients. This complaint is being reported because the reported display screen issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: the display was found to be functioning properly. The alleged issue could not be duplicated.